Manufacturer narrative:
The device was returned to smiths medical. Did not notice any external damage. Alarms were in the log: (B)(6) 2021 1:31:17 pm high alarm displayed: cassette not attached properly (B)(6) 2021 1:31:18 pm high alarm silenced: cassette not attached properly performed functional tests; dso failed calibration. The dso was inoperable. Unable to determine root cause. Replaced dso. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device failed calibration testing multiple times. No patient injury was reported.